Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04755. It was reported x-rays identified the patient 's lead had migrated to one side of midline, and initially reprogramming had provided stimulation coverage. The patient was once again receiving ineffective stimulation and reprogramming was unable to obtain stimulation coverage. It was report the patient was to undergo a surgical procedure not related to the scs system.